Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed that the battery compartment threads were stripped. The battery cap was not returned with the pump for investigation. A test battery cap was unable to be secured to the pump.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the battery compartment was damaged and the battery cap would not attach. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.